Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continu-flo set was leaking at the access port closest to the patient. This port was not being used. This occurred during infusion. There was about 20ml of medication left when the problem was noted and are staff was unsure how much medication was wasted through the access port and how much the patient actually received. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure testing and underwater clear passage testing were performed with no leaks noted. A functional flow test was then performed by priming the set and allowing it to flow, and the device was found to operate per specification. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.